Manufacturer narrative:
(B)(4). The sigma device evaluation found that when any key (other than the on/off key) is selected, an input of the #2 will occur. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that the keypad on a pump was operating intermittently.